Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet pump, with a self-monitored blood glucose of 48 mg/dl and the pump indicating low; the user denied accidental insulin delivery and noted prior same-day supply change education, with glucose subsequently trending upward. Symptoms included sweating. Outcomes included self-treatment with seven glucose tablets, no professional medical intervention, no ketone testing, and resolution of the low after approximately one hour outside target range. Investigation included customer care troubleshooting and education focused on use review and confirmation of no unintended insulin delivery. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.